Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a defective lead that were explanted and replaced. In addition the device was explanted and replaced because the device battery was "bad". It was further reported that the entire system was faulty and was removed and replaced. No patient complications were reported as a result of this event.